Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed optical fibers 2 and 3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. Inspection of the distal shaft assembly indicated the shaft material had been fractured between electrodes 2 and 3, consistent with the signal loss on optical fiber 1 and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture that was noted during analysis.